Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7fr sheath after a percutaneous transluminal coronary angioplasty (ptca) procedure. Reportedly, when the plunger was removed, no sutures were attached. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified one of the pad prints missing (confirmed missing marker) and the other pad print lightly visible. A search of the complaint handling database was performed and confirmed two other incidents identified from this lot for missing markings. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to missing exit markers was identified. The event was possibly related to a manufacturing issue. The performance of these devices will continue to be monitored.